Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak), (severe vessel tortuosity). Evaluation, conclusions: (severe vessel tortuosity). (Limb was not extended at the time of implant).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 2 months ago. Aneurysm morphology at the time of implant was not reported. Vessels were severely calcified and tortuous. The patient returned for a follow-up approximately 1 month post-implantation, and the CT demonstrated a distal type I endoleak on the ipsilateral limb of the bifurcated stent graft. The physician stated that the ipsilateral limb should have been extended at the time of implant. The physician elected to intervene by placing two aneurx iliac limbs, which successfully resolved the endoleak. No additional clinical sequelae were reported, and the patient is fine.